Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Twenty-three companion samples were received for evaluation. Visual and functional flow tests were performed and the reported condition could not be confirmed on any of the samples. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva 500ml peel pouch was observed to be leaking. This event occurred outside of patient use. No additional information is available.